Event description:
A caller reported that the pump displayed a reset screen unexpectedly. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that this reset is a built-in safety feature for performance assurance. The pump was functioning as intended. The customer was educated on resetting procedures, including restarting dexcom cgm sessions and reloading cartridges, and successfully resumed insulin use.